Event description:
It was reported that the central venous pressure (cvp) value displayed was abnormally high during use. The actual vs. Expected values were not available. The unit zeroed without problems. It could not be confirmed whether there was any leakage or if the waveform was normal. No patient injury was reported.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided, therefore, review of the manufacturing records could not be completed.